Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the autopulse® platform powers on and appears as though it is ready to initiate compressions, but then it displays a user advisory (ua) 08 (motor controller fault detected), "pull up lifeband and press restart" message, that was unable to be cleared. Customer attempted to reset the driveshaft back to the "home" position, however the issue would not resolve. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and no physical damage was observed to the platform. The reported user advisory 8 (motor controller fault detected) was observed during power up of the device, thus confirming the reported complaint. Inspection of the platform determined the cause to be that the motor controller was defective. Unrelated to the reported complaint, the backlight of the platform display was also found to be non-functional. It was determined that the processor pca assembly was defective. Following replacement of the motor controller and processor pca assembly, the device passed all functional testing with no other ua codes or warnings exhibited. A review of the autopulse archive was performed and multiple ua 8 codes were observed on the reported event date of (B)(6) 2015. The cause for these codes was previously identified as a defective motor controller. Unrelated to the reported complaint, ua 45 codes were also seen on the reported event date. There were no mechanical issues found with the platform that may have caused the ua 45 codes. From the data, it appears they were due to the lifeband straps not being pulled completely out by the customer prior to turning the device on. Based on the investigation, the part(s) identified for replacement were the motor controller and processor pca assembly. In summary, the reported complaint of the platform displaying a ua 8 code was confirmed during functional evaluation as well as archive review and is attributed to a defective motor controller. Following service, including replacement of the motor controller and processor pca assembly, the device passed all test criteria.